Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline fault alarm over the weekend. The alarm condition did not recur after the system controller was changed. A review of the submitted log file data was consistent with the reported event where there was a driveline fault alarm, driveline disconnected alarm/pump stoppage and the pump then started again. There was no visible damage noted to the driveline. All pump parameters were within normal limits. No further information is available at this time.

Manufacturer narrative:
Age at time of event, weight: corrected information - (B)(6) years, (B)(6) kg. Device evaluation: the reported event of a driveline fault alarm was confirmed during analysis. The system controller log file retrieved from the returned system controller contained three episodes of an active driveline fault alarm. A full functional test of the system controller was performed and the device passed all test specifications. The system controller operated for an extended period of time while connected to a mock circulatory loop and the driveline fault alarm was unable to be reproduced. A review of device history records showed no deviations from manufacturing or qa specifications. A corrective and preventative action has been initiated to investigate the issue. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.